Event description:
Customer reported that the device doesn't read high nibp readings correctly. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer tested the unit with a prosim8 simulator and confirmed the alleged malfunction. The rse dispatched a philips field service engineer (fse) onsite to perform calibration and replace the pump assembly if necessary. Once onsite, the fse performed an nibp test and calibration. Following this action, the unit returned to working specification. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the device and the product is back in service. If additional information is received, the complaint file will be reopened for further investigation.